Event description:
Facility reported a fistula need dislodgement from a pts arm in which in the machine did not alarm. There was a reported blood loss of 1000cc. The type of needle was a fistula 15 gauge manufactured by medisystems. Needle was tapped. The pt was sent to the ER for approximately 24hours then released. The incident occurred approximately 1:45 minutes into treatment. The settings of the venous pressure parameters is as follows: pv window= 100mmhg, pv low limit=35mmhg, absolute low= 15mmhg. The customer will be creating a trend disk of the therapy from which the incident occurred and will sent it to rtd for review.